Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device has system errors. The main processing unit printed circuit board was found out of electrical specification.

Event description:
It was reported that the programmer incurred an error message. The service diskette was run and the error kept appearing, even after multiple reboots. The programmer was returned for service. There was no patient involvement or complications.